Event description:
The device was used during a laparoscopic salpingo-oopherectomy. The device was closed across the fallopian tube and fired. The device did not cut nor staple. No buttressing material was used. Another device was opened and used to complete the case. There was no consequence to the pt.